Manufacturer narrative:
Destructive analysis of the pump identified that the over pressurization mechanism (opm) was not seated properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. The patient's medical history included multiple sclerosis. It was reported that the patient was due to have a 20 ml synchromed pump implanted on friday (B)(6) 2025. However, when the physician attempted to prepare the pump for implantation by removing the 17.5 mls of fluid from the reservoir which the pump gets shipped with he could not aspirate it. He failed to get anything out of the pump reservoir and also could not put any fluid into the reservoir either. It was possible to interrogate the pump to see that it was in "shelf state" which is how it gets shipped. The nurse also tried to aspirate the reservoir and could not - she described the pump as "feeling heavy". There were no environmental/external/patient factors that may have led or contributed to the issue. There were repeated attempts to aspirate the pump. The issue was not resolved at the time of the report. As they could not use the 20ml pump for implant they had to use a 40ml pump which they had available. Surgical intervention did not occur and was not planned. The pump was never implanted. The patient's age and weight were asked, but unknown. The patient's status was alive - no injury.